Event description:
It was reported that the user received an ¿unable to proceed¿ alert during tubing fill on the ilet, experienced consecutive stalled motor behavior, and developed hyperglycemia with a reported blood glucose high of approximately 400; the user performed a dry run successfully, changed all supplies with guidance, temporarily disconnected per healthcare provider instruction, used subcutaneous insulin by pen, and later planned to reconnect. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a stalled motor condition on the insulin delivery pathway of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.